Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, a catheter was received with the broken part of the inside the catheter. The helix was found broken at 39.5 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported helix break issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left leg via right common femoral artery, the catheter allegedly had resistance while advancing. It was further reported that helix of the catheter had allegedly broke and detached. Reportedly, the broken part of the device was allegedly difficult to be removed and thus a snare was used to remove the catheter. The procedure was completed using another treatment method. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left leg via right common femoral artery, the catheter allegedly resistance while advancing. It was further reported that helix of the catheter allegedly broke and detached. Reportedly, the broken part of the device was allegedly difficult to be removed and thus a snare was used to remove the catheter. The procedure was completed using another treatment method. There was no reported patient injury.